Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer noted the qc was acceptable prior to this event and that they ran a qc after the event with unacceptable results. The customer tried to calibrate the ises, received numerous errors, and could not get the calibration to pass. The field service engineer found that the ise pinch valve tubing was not through the pinch valve, that the ise sipper nozzle was worn at the tip, noted that some teflon coating was missing and that the ise sipper nozzle was not centered over the is bath and cuvettes. The field service engineer changed numerous parts and perform adjustments. Calibration, qc, and precision tests were run with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of questionable ise indirect na, k, ci for gen.2 results for 3 patient samples on a cobas 6000 c (501) module analyzer. The results were reported outside the laboratory. The repeat results were believed to be correct. The electrode lot numbers and expiration date (if provided) are as follows: na: 7567, k: x4066 (08-jun-2021) and cl: q1653.

Manufacturer narrative:
The customer's calibration recovery was found to be acceptable. The customer's qc was requested but not provided. The customer only provided that it was acceptable. The provided instrument alarm trace did not contain any conspicuous events. The investigation determined that the issue found by the field service engineer was the root cause of the event.